Manufacturer narrative:
The date of occurrence was reported to be late 2007. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle (soehendra lithotripsy handle in this case) may cause the basket wire to break, thus requiring surgical intervention. An ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the soehendra lithotriptor handle instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all web extraction baskets are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action is warranted at this time because this report was unable to be verified and this type of occurrence is an inherent risk of the procedure. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure with mechanical lithotripsy, the physician used a cook endoscopy web extraction basket with a conquest ttc lithotriptor cable and soehendra lithotripsy handle. During lithotripsy, the basket wires broke near the lithotriptor handle before the basket could crush the stone. The basket was left in the patient's bile duct and required surgical removal. The adverse effects associated with this event were described as temporary.